Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Evaluation summary: baxter received one sample for evaluation and the reported problem was confirmed. The cause was determined to be due to a broken l1 which is a component on the mpu pcb (master processing unit printed circuit board). No repairs have been performed. Should additional relevant information become available, a supplemental report will be submitted. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue.

Event description:
It was reported that an ipump would not infuse. The event occurred before use in the pediatrics department. There was no patient involvement. Additional information was requested and is not available.